Event description:
It was reported that during the pta treatment of the iliac vein stent, the balloon separated from the delivery catheter. During removal of the catheter, the balloon became lodged in the sheath and separated from the catheter. The balloon was successfully removed using a snare. No pt injuries or complications were reported. The pt's status was reported as 'fine'.